Event description:
Patient presented to the physician with an infection at the ipg site. Physician brought the patient into the or and explanted the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.